Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no adverse impact to customer's blood glucose level .a replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.